Manufacturer narrative:
As stated in the complaint form, the event date is unknown. As a result, the 1st day of the year has been entered as the event date under date of event. The bwi product analysis lab received the device for evaluation on 03-nov-2022. The device evaluation was completed on 30-nov-2022. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, dimensional inspection, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Observed a bent on the vizigo sheath. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). After the valve was removed the dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to reduce resistance issues. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause traced to device design (d01) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿resistance with sheath¿. Investigation findings: mechanical problem identified (c07)/ investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Product analysis lab observed a ¿bent shaft¿. Investigation findings: fracture problem (c070603)/ investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the biosense webster inc. Product analysis lab observed a ¿hemostatic valve separation¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that it was not possible to insert the dilator completely into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There was resistance during insertion. There was no patient consequence reported. Additional information was received. The resistance did not result in any damage to the sheath or the dilator. The dilator was not able to move within the sheath. No catheter inserted into the sheath as it was not possible to insert the dilator completely. The dilator was stuck in the sheath due to high resistance. The event was assessed as non MDR reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 30-nov-2022, the hemostatic valve was dislodged inside the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 30-nov-2022.

Manufacturer narrative:
Additional information was received on the physician on 22-feb-2023. Therefore, updated section e. Initial reporter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).